Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and update to d8, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the stain/foreign material could not be identified. It is likely that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause could not be determined. In addition, based on the results of the investigation, the cause of the foreign material remained in the device could not be determined. The device was reprocessed and carried out according to the manufacturer's instruction and validation before it was sent to olympus. No physical damage was confirmed at the place where the foreign material remained. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited signs of moisture inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.